Manufacturer narrative:
This report is submitted on april 26, 2024.

Event description:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report.